Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4) and (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed oversensing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed oversensing.

Event description:
It was reported that the patient went to the clinic post holter scan reporting symptoms of intermittent dizziness and skipped beats. It was also reported that the device interrogation showed intermittent ventricular pacing, intermittent ventricular oversensing, no r waves at vvi 30 beats per minute and an underlying rhythm of complete heart block. The device was reprogrammed and the device and lead remain in use. The patient was referred to cardiac surgery and no further patient complications were reported as a result of this event. It was later reported that the device and lead were explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the clinic post holter scan reporting symptoms of intermittent dizziness and skipped beats. It was also reported that the device interrogation showed intermittent ventricular pacing, intermittent ventricular oversensing, no r waves at vvi 30 beats per minute and an underlying rhythm of complete heart block. The device was reprogrammed and the device and lead remain in use. The patient was referred to cardiac surgery and no further patient complications were reported as a result of this event.